Manufacturer narrative:
This complaint was reviewed during the retrospective review. An error code, pha 103/104, occurred during surgery, and had to be replaced, hence reportable. This could lead to a prolonged delay. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
During surgery phaco went lower and lower; changed hp no us power. Error code pha 103/104.